Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional ntr clip delivery system referenced in b5 is filed under a separate medwatch report number.na

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntr clip (00611u141) was inserted and the leaflets were successfully grasped. However, after grasping, the patient experience ventricular tachycardia. It was then noticed that the clip had detached from the posterior leaflet, which caused damage to the leaflet. Since the clip was not yet deployed, it was opened and repositioned. The clip was successfully deployed, reducing mr to a grade of 3-4. In an attempt to treat the damaged leaflet, an additional ntr clip (00715u150) was inserted, and the leaflets were grasped. However, while establishing final arm angle (efaa), the clip slightly opened. The clip repositioned and the leaflets were grasped, but the mr was unable to be reduced. The physician made the decision to remove the clip and discontinue the procedure. No additional information was provided.